Manufacturer narrative:
At analysis the stated reason for return of a broken connection at the ventricular connector was confirmed and it was additionally noted that the gasket had popped out of the case. The connector and the gasket were replaced. The generator passed its final testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned.